Event description:
It was reported that during a laparascopic appendectomy procedure the cartridge moved out of the jaws upon firing the reload. It is unknown how the case was completed and there was no patient consequence reported.